Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range (oor) shock impedance. Additional information was received from the field representative that the cause of this observation was not determined. The patient was brought back to the office to check shock impedance and found impedance to be normal; continue observation was planned. At this time, the device and leads remains in service. No adverse patient effects were reported.